Event description:
It was reported that the customer was admitted in the intensive care unit with diabetes ketoacidosis and high blood glucose of 600mg/dl. The call was transferred to the customer and stated that his blood glucose was 136mg/dl and the insulin pump was supposed to give a small amount of insulin. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. The customer mentioned having no delivery alarm twice while changing the infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.